Event description:
The user received questionable low results for creatinine plus (crea) on the additional p module analyzer for two patient samples. Patient sample 1, the initial result was 0.2 mg/dl; the sample was repeated on another p module, serial number (B)(4), which yielded a result of 0.9 mg/dl. Patient sample 2, the initial result was 0.3 mg/dl; the sample was repeated on the original p module which yielded a result of 1.2 mg/dl. The patient was not affected by the event, as no erroneous results were reported outside the laboratory. The reagent lot number for crea was 63063201. The field service representative determined the cause was a mechanical failure of the gear pump head. He replaced the gear pump head and adjusted pressure. Performance tests were run and within specifications.